Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda was related to challenging patient anatomy. The caused for the reported poor image resolution could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025, a patient presented with grade 5 functional tricuspid regurgitation (tr) and a curled, retracted septal leaflet for a triclip procedure. There was difficulty visualizing the clip during the procedure; however, intracardiac echocardiography (ice) was used to confirm leaflet insertion. Two clips were implanted. Post-implant a single leaflet device attachment (slda) was observed with the second clip. The second clip detached from the septal leaflet and remained attached to the posterior leaflet. The final tr grade was 4-5.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 5 functional tricuspid regurgitation (tr) and a curled, retracted septal leaflet for a triclip procedure. There was difficulty visualizing the clip during the procedure, however intracardiac echocardiography (ice) was used to confirm leaflet insertion. Two clips were implanted. Post-implant a single leaflet device attachment (slda) was observed with the second clip. The second clip detached from the septal leaflet and remained attached to the posterior leaflet. The final tr grade was 4-5.